Event description:
Add'l info received from reporter on 05/22/2015. These reports were originally received and processed by (B)(4) north america llc, the prior owner of restylane-l. It was determined that none of these cases required a medical device report (MDR).

Event description:
A (B)(6) female injected with 1ml of restylane using micro-cannula for lips, 0.5 top and bottom. Patient experienced severe swelling, pain, erythema within a few hours of injection. She was prescribed 20 mgs of prednisone and 50mgs of benadryl. Final outcome has yet to be determined. This was a new lot of restylane had recently received and every patient injected experienced similar reactions. We sent back the remaining product to the company for analysis but company is giving us the run around saying no one else is having this happen. I know for fact this is not true. Beware using restylane on your patients until the company acknowledges there is currently a manufacturing issue with some of their lots. We have been using restylane for years and this is the first time something like this has ever happened. Same reporter for mw5039112 - mw5039116.